Event description:
Procedure type: unknown. According to the reporter: the tip broke off in the trocar. The surgeon retrieved the broken tip from the cavity. The trocar was inserted directly without torque, twisted and did not advance quickly. No tissue damage or patient injury reported.

Manufacturer narrative:
(B) (4). (B) (4).